Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that a "smear" was found on the bottom of the bd vacutainer® k3e plus blood collection tube before use. This occurred on 25 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "smear attached to the bottom part of the tube."